Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient had found that a number of the catheters were bent at the end. As a result, the catheters were allegedly unable to be used. The patient tried to use one of the catheters; however, it caused pain to his urethra.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿please contact your physician to determinate which product options are best for you, paying close attention to product warning/precautions and adverse reactions. Do not use if the package is damaged¿. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient had found that a number of the catheters were bent at the end. As a result, the catheters were allegedly unable to be used. The patient tried to use one of the catheters; however, it caused pain to his urethra.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient had found that a number of the catheters were bent at the end. As a result, the catheters were allegedly unable to be used. The patient tried to use one of the catheters; however, it caused pain to his urethra.